Event description:
Reportedly, after the procedure, the pt was in recovery for approx 1 1/2 hours where she developed tachycardia. She was given pain meds and fluids, her heart rate came down with fluids which also dropped her blood pressure. After stabilizing her, she was discharged back to her room where the doctor re-examined her approx 45 minutes later and found pt to be bleeding vaginally. Pt was rushed back to the or where pt had to be opened and was found bleeding around the broad ligament. Staples did not hold and surgeon had to re-suture pt. Pt rec'd 4 units of blood. Pt is still hospitalized and recovering. Sex: female. Procedure: lavh.